Event description:
It was reported that the patient experienced a midline pain from the anchor site. The patients clik anchor was explanted and a suture sleeve was inserted as a replacement. The patient was doing well postoperatively, and the explanted product will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.